Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-31132. It was reported that the patient experienced a hematoma during a trial. The physician confirmed the hematoma after the trial was implanted. The patient also showed to be bleeding abnormally post-operation. As a result, the patient had the trial explanted and is having bloodwork taken.